Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to stop using out-of-warranty pump and use in-warranty pump already on hand, and technical support arranged pump replacement and closed case with no further action needed.